Event description:
Customer's mother reported hospitalization due to infection at infusion site. The insulin pump is alarming no delivery. The insulin pump also alarmed during prime process. The blood glucose reading is 81 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.